Event description:
Device to run over 24 hours. Medication ran in over 14 hours. Dose or amount: cefazolin 6pm, frequency: over 24 hrs, route: IV. Dates of use: (B)(6) 2011. Diagnosis or reason for use: abdominal abcess.